Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their device continues to intermittently report a power supply failure inop and give a red x. There was no reported pt involvement.